Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l catheter for evaluation. The catheter contained obvious signs of use. Visual examination revealed the distal luer hub was separated from the lumen. The separated luer contained remnants of extrusion within the hub. The outer diameter of the distal lumen measured to be 2.39 mm which is within specifications of 2.39-2.49 mm per product drawing. The inner diameter of the distal lumen measured to be 1.70 mm which is within specifications of 1.65-1.75 mm per product drawing. This indicates the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "flush lumens) to completely clear blood from catheter." The proximal extension line was flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized the proximal line. No leaks were detected in the proximal extension line. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the luer hub was separated from the extension line during patient use. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the luer hub was separated from the extension line during patient use. No patient harm was reported.